Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 455 mg/dl. The customer experience symptoms of high blood glucose, nausea, and high keytones. The customer was admitted to the hospital. Customer's blood glucose at time of emergency room visit was 110 mg/dl. The customer's mother stated patient woke up with high blood glucose 455 and she had large amount of keytones we changed her site and waited two hours and her blood glucose was at 484 mg/dl. The customer's mother was advised that the pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, cracked battery tube threads and a torn keypad overlay.